Manufacturer narrative:
The customer¿s experience with high rate of dim displays was confirmed on 86 out of 86 returned display boards. ¿ risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn ( B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that there are approximately 75 pump modules with display boards that have one or more dimmed segments.